Manufacturer narrative:
Technician removed the hilow drive and cleaned the bearing and reinstalled the hilow drive resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged the hilow drive drifts down intermittently.